Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The pump was received with the address label peeling, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report several no delivery alarms and high blood glucose levels. The customer's blood glucose level was 23.6 mmol/l. The customer's device was replaced. No further details were provided.